Event description:
Biomedical maintenance was alerted on 11/1/94 at approx 1515 of a smoke smell coming from the sterilizer room and witnessed smoke coming from the rear of the unit which was still plugged in the ac power. He immediately removed the unit from ac power and then moved the unit around as to inspect the interior of the sterilizer. A large amount of smoke was seen coming from the ventilation grids on the back panel and immediately there after flames appeared in the same spot. A fire extinguisher was used to put out the fire and the fire department was then notified. Rptr notified the MFR on the following day and was informed that the co was aware of a problem with the ac power connection inside the unit and currently had a retro kit on the market for replacement.